Event description:
It was reported that during patient use, the ventilator's graphic user interface (gui) generated an error code. Although requested, it is unknown it the patient was transferred to another ventilator. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot the reported malfunction with the customer over the telephone. The tse recommended to replacing the graphic user interface (gui) to breath delivery (bd) cable, and run the ventilator on test lung for 48 hours. The customer will perform the repair and tests.